Manufacturer narrative:
Malfunction was reported. The ams800 control pump was visually inspected. There was a leak in the pump bulb due to sharp instrument damage. The pump was not functionally tested due to the leak. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include seroma patient codes. Device not returned for evaluation.

Event description:
It was reported that the pump of an artificial urinary sphincter (aus 800) was removed and replaced. It was explained that the patient had a seroma according to the doctor that was drained not long ago. Since then the physician wanted to move the pump because it was in a bad position in the scrotum. While exposing the pump, the physician noticed large air bubbles and due to this, he interrogated the device. He found a needle stick hole in the pump, and reported this could have been the result of the aspiration of the seroma around the pump. The physician cut the old pump out and sliced in a new pump. The original cuff and balloon remain in place. The device was aspirated and refilled to make sure the device had enough volume of fluid. The patient is doing well. Should additional information be received a supplemental report will be submitted. Additional information was received that this patient also experienced urinary retention.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the pump of an artificial urinary sphincter (aus 800) was removed and replaced. It was explained that the patient had a seroma according to the doctor that was drained not long ago. Since then the physician wanted to move the pump because it was in a bad position in the scrotum. While exposing the pump, the physician noticed large air bubbles and due to this, he interrogated the device. He found a needle stick hole in the pump, and reported this could have been the result of the aspiration of the seroma around the pump. The physician cut the old pump out and sliced in a new pump. The original cuff and balloon remain in place. The device was aspirated and refilled to make sure the device had enough volume of fluid. The patient is doing well. Should additional information be received a supplemental report will be submitted. Additional information was received that this patient also experienced urinary retention.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the pump of an artificial urinary sphincter (aus 800) was removed and replaced. It was explained that the patient had a seroma according to the doctor that was drained not long ago. Since then the physician wanted to move the pump because it was in a bad position in the scrotum. While exposing the pump, the physician noticed large air bubbles and due to this, he interrogated the device. He found a needle stick hole in the pump, and reported this could have been the result of the aspiration of the seroma around the pump. The physician cut the old pump out and sliced in a new pump. The original cuff and balloon remain in place. The device was aspirated and refilled to make sure the device had enough volume of fluid. The patient is doing well. Should additional information be received a supplemental report will be submitted.